Event description:
Terumo cardiovascular was informed out of box, the manifold on the reservoir was cracked. The event did not result in delay of the surgical procedure.

Manufacturer narrative:
Terumo did receive the actual device for eval. Visual inspection confirmed that the manifold was damaged. Review of the damage type indicates that the unit was subjected to excessive shock during shipping and handling. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).